Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Pump. Product evaluation confirmed the presence of blood in the purge gap and purge line. Further motor teardown confirmed blood on the bearings and inside the motor housing. The root cause of the pump stop was blood ingress. The cause of the blood ingress is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 76-year-old female patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that impella pump stopped. The red alarm "impella stopped, motor current high", "impella stopped, reverse flow", and the yellow alarm "controller failure" went off in that order, and the pump suddenly stopped. The impella was removed and the patient was reported as stable.